Event description:
Previously reported as explanted due to loss of sensing and capture. The lead was not explanted, but failed to capture. The lead was reconnected to the new pulse generator for sensing purposes.